Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. Covidien reference: (B)(4).

Event description:
Covidien received information of an 840 ventilator with both graphical user interface (gui) screens being black. The malfunction did not occur during patient use.